Manufacturer narrative:
Product complaint #(B)(4). Section b5: additional information received indicated that the event did not result in thromboembolism. The thrombus was ¿stiff¿ and it was removed with a solitaire(6mm) during the first pass. The withdrawal was performed as per the instructions for use (IFU). Syringe suction was applied before and at the time of stent retrieval. There was no report that the vessel appeared damaged. There was little vessel tortuosity. There was no report that the procedure was prolonged. The concomitant devices functioned as expected. Section e1. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a mechanical thrombectomy of the middle cerebral artery (m1d), an phenom 27, medtornic microcatheter (mc) crossed the lesion for thrombus and an embotrap iii 5 mm x 37 mm (et309537, 21k060av) was deployed half. When it was about to be retrieved, there was a heavy resistance felt between the embotrap and the microcatheter. A considerable amount of force was applied, and when it was retrieved as it was, a small amount of firm thrombus adhesion was confirmed. In the second pass, the physician developed in the same way, but there was the same resistance felt, and when the user retrieved the device, there was no thrombus attached. In the third pass, a competitive stent was used, and the thrombus was recovered without resistance. A sofia intermediate catheter was used. No patient injury was reported. Additional information received indicated that the event did not result in thromboembolism. The thrombus was ¿stiff¿ and it was removed with a solitaire(6mm) during the first pass. The withdrawal was performed as per the instructions for use (IFU). Syringe suction was applied before and at the time of stent retrieval. There was no report that the vessel appeared damaged. There was little vessel tortuosity. There was no report that the procedure was prolonged. The concomitant devices functioned as expected. The device was discarded; therefore, no further investigation can be performed. A review of the DHR records for lot 21k060av confirms that there were no issues with the assembly of the lot. Withdrawal difficulty into microcatheter is a potential complication associated with the use of the embotrap iii revascularization device in endovascular mechanical thrombectomy. The embotrap instructions for use (IFU) warns the user to never withdraw the device against significant resistance. Assess the cause of resistance using fluoroscopy and if necessary, advance the microcatheter over the device to resheath or partially resheath to aid withdrawal. With the amount of information available and without the device for analysis, it is not possible to draw a conclusion between the device and the reported event. However, there are clinical, procedural factors, including vessel characteristics, severe tortuosity, clot burden/characteristics, device interaction, device selection, and operator technique that may have contributed to the event. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device was discarded; therefore, no further investigation can be performed. A review of the DHR records for lot 21k060av confirms that there were no issues with the assembly of the lot (sub and top assembly). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a mechanical thrombectomy of the middle cerebral artery (m1d), an phenom 27, medtornic microcatheter (mc) crossed the lesion for thrombus and an embotrap iii 5 mm x 37 mm (et309537, 21k060av) was deployed half. When it was about to be retrieved, there was a heavy resistance felt between the embotrap and the microcatheter. A considerable amount of force was applied, and when it was retrieved as it was, a small amount of firm thrombus adhesion was confirmed. In the second pass, the physician developed in the same way, but there was the same resistance felt, and when the user retrieved the device, there was no thrombus attached. In the third pass, a competitive stent was used, and the thrombus was recovered without resistance. A sofia intermediate catheter was used. No patient injury was reported.